Event description:
The report from the affiliate indicated that during an intervention procedure, the proximal/mid right coronary artery (rca) lesion was pre-dilated and a cypher select plus 3.0 x 33 mm stent implanted without any reported problem. The stent was then post-dilated with a 3.5 x 15mm powersail balloon catheter at 28 mm with an unk inflation time. Please note that at 28 atm the balloon diameter of the powersail increases to 3.75 mm. The vessel was reported to have shown signs of perforation angiographically and the patient had pain. The report stated that the perforation may be due to a stent fracture due to the stent being expanded over the 3.5 mm maximum size with the powersail post-dilatation balloon. The perforation was stopped by using balloon angioplasty for an extended period of time - details were not available. The patient's pain subsided and the physician proceeded with another stent placement in the left coronary artery (lca) system. The procedure was reported to have been completed without any other incidents. Additional information has been requested but was not available at this time.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.